Event description:
It was reported by a customer on (B)(6) 2011, during the middle of the procedure, error messages 833 and 302.6 were received from the laser system. Per the customer, the error messages were received at the 5 minute count down. The customer reported the error messages were cleared. Per the customer, the error messages were received again not long after they were cleared. The customer reported the laser system was shut off/on but still received the error messages. Per the customer, the error messages were able to be cleared to complete the procedure.